Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and decrease in r-wave sensing amplitude were observed on the right ventricular (rv) lead. During lead explant procedure, failure to extend lead helix was noted. A new lead was implanted. The patient¿s condition was normal before, during and after the procedure.